Event description:
It was reported that the customer received a button error alarm on his insulin pump, after it was exposed to moisture. The customer was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 235 mg/dl. Nothing further was reported.

Manufacturer narrative:
Insulin pump had intermittent button response due to moisture damage keypad trace. No button error alarm. Insulin pump had minor scratches on lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip. No moisture damage electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).